Event description:
A surgical technician reported stage one dlk with superior inflammatory granules extending from the hinge to 2.5 mm one day post lasik treatment. The reporter indicated the steroid drops were increased. Upon additional follow up, the reporter indicated the symptoms had resolved by two weeks post-treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).